Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The target lesion was located in the ostial vertebral artery. A 4.00x8mm promus element plus drug-eluting stent was implanted in the target lesion with an inflation pressure of 20atm and was protected via a non-bsc embolic protection device. Post dilatation was performed using a non-bsc balloon catheter at 20atm. Upon retrieval of the embolic protection device, the retrieval sheath caught the proximal edge of the stent and pushed the stent inward. The stent was deformed at the proximal end. The physician used a non-bsc drug-eluting stent to cover the proximal edge of the promus element plus. The procedure was completed with this device. No patient complications were reported and the patient is fine.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).